Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. The follow up/corrective action was the field service engineer (fse) found kinked tubing, loose reagent tubing, and loose screws. The fse replaced the tubing, sipper nozzles, and loose connections. The fse ran a performance test, checked syringes, ran a cell blank, and a system check. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>1</noe> malfunction events. Erroneous non-reproducible results were generated by an elecsys e170 modular analytics immunoassay analyzer. The event involved a total of 23 patients with the elecsys ft4 iii assay.